Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "peel away sheath wings broke off when the clinician went to split the peel away sheath and pull it out. Had to grab a pair of forceps to remove the sheath." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a separated tab was confirmed by the photo. Both of the tabs appear to have broken at the tip that is attached to the peel-away extrusion. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding". The report of a broken peel away sheath tab was confirmed through complaint investigation of the customer supplied photo. It was determined that the root cause is manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "peel away sheath wings broke off when the clinician went to split the peel away sheath and pull it out. Had to grab a pair of forceps to remove the sheath." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".